Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on this defibrillation lead. Impedances >3000 ohms were also noted. It was later reported that this lead also was not capturing and had sensing issues. This patient was 0% pacing due as a result of their own rhythm. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. It was reported that the clinic contacted the patient. The medical staff had turned off tachy detection per the patient's request. The patient reported that they would eventually have the lead taken care of. Information suggests these products remain implanted. Should additional information become available this event will be updated. The lead was later surgically abandoned and the device was explanted for normal battery depletion. A request was made for the return of the device.